Manufacturer narrative:
(B)(4). The incident device was not returned to covidien for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the bovie tip flamed up during a vascular case. They were using the covidien (B)(4) pencil with a megadyne tip 0118. The site indicated there was a lot of char on the tip and the surgeon felt that the flame up was caused by excessive char. The forcefx generator was set at 35 cut and 35 coag for the procedure. There was no harm to patient.